Event description:
Procedure: tonsillectomy. Reportedly, while in the or for a tonsillectomy the pt received a burn on the right corner of the mouth. The cautery burned through the protective sheath on the bovie pencil. Treated with neosporin cream. Note: this report is in response to a letter dated 1/19/2005 and received by our office on 2/28/2005 referencing report #mw1034151. Please see section h11 for answeres to your questions.